Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
While complaining of issues with multiple meters, the initial reporter stated accu-chek inform ii meter serial number (B)(4) has severe contamination with quality control material in the test strip port. The bottom half of the meter display also had lines on the bottom half of the display. The lines went through the result field of the display, so there was potential risk of result misinterpretation.